Event description:
It was reported that the canulated drilled bit broke inside of the patient during a meniscus procedure. After a delay of less than 30 minutes, a backup device was used to complete the procedure. All material from the broken drill bit was successfully removed from the patient. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - one 7207315 sterile 4.5mm cannulated endoscopic drill bit returned. The device is quite damaged. The distal end has been distorted and snapped off at the 14mm depth. The drill tip piece is cracked open. The IFU explains: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ force placed upon the drill can present bent distal tips and dull or uneven cutting edges. Use of drills with worn or dull tips can result in breakage. It is up to the surgeon to be familiar with the limitations of the specific device. No root cause related to the manufacture of this device can be determined for the stated complaint.